Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a low reading issue with the freestyle libre sensor. The customer's daughter treated her with juice and anti-glycemic medication, then a capillary test was taken which indicated customer had high glucose. The customer became unresponsive and was taken to hospital via ambulance where unspecified treatment was provided. The customer was still at hospital at time of report. There was no report of death or permanent injury associated with this event.